Event description:
Information was later received that this lead was surgically abandoned due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the impedance measurements for this right ventricular (rv) lead increased from 515 ohms to 1440 ohms from the last follow-up appointment. It was also noted that there was noise on electrograms. It was confirmed that the noise was sensed, but there was no pacing inhibition. Additionally, the stored events in the logbook were mostly from the CABG and surgery dates. It was suspected the lead was damaged during the procedure. No adverse patient effects were reported.